Event description:
Customer reported that the numbers on the insulin pump go up on their own and then the insulin pump freezes when attempting to bolus. Customer also stated that they received a battery out limit alarm after a battery change. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. No unexpected number ramping or frozen display anomaly was noted. The battery out limit alarm could not be verified due to the keypad anomaly. The insulin pump was received with cracked display window corners, battery tube threads, and reservoir tube lip, and minor scratches on the display window.